Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and oxygen blending module sub assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and oxygen blending module sub assembly were replaced to address the issues. The system board and oxygen blending module subassembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes.